Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch2 ultra meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began sometime in (B)(6) 2011 prior to contacting lfs. As part of the patient's diabetes regimen, the patient claimed he is on pills with diet/exercise. At the time the alleged issue began, the patient claimed he continued to take his dose of medication (type/dose unspecified) as usual. Per the cca documentation, the patient developed symptoms of disorientation and neuropathy in the hands after the alleged issue began. It is not known if the patient received treatment at the time the alleged issue began; however indicated that 2 weeks prior to contacting lfs, he was hospitalized. At the time of his hospitalization, the patient claimed he was administered intravenous (IV) glucose; but was not tested on any other blood glucose device. At the time of troubleshooting, the cca noted the subject meter was used before, there was no misused of the meter, and the power button turned on when pressed; however the patient did not have the test strips available to power the meter on. Replacement products were sent to the patient. Based on the information obtained from the cca, this complaint is being reported because the patient reportedly received health care professional (hcp) treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Strip lot#) information was not provided.